Event description:
It was reported that the patient had required treatment with hypoglycemia. The patient reports their blood glucose level had dropped to 40 mg/dl. The patient reports they had sugar, cereal, fruit and juice to bring their blood glucose levels up. The patient reports they had lost consciousness which caused them to fall and roll their ankle. The patient reports their ankle was swollen. The patient had gone to urgent care where an x-ray was administered. The patient reports they were diagnosed with a sprained ankle.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported treatment due to loss of consciousness and low blood glucose levels. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.3. Smartphone hardware: iphone14.5. Cgm sensor type: g6.